Manufacturer narrative:
A2 and a4 are unknown. The cause of the bleeding was not determined since product was not returned and insufficient clinical details provided. The device passed all the post sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella cp experienced bleeding at the access site. The pump was explanted and the patient was in stable condition.